Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator (ICD) and lead. During wireless device interrogation, there was noise observed. The patient was referred for management of an apparent/possible lead fracture. While doing isometric arm maneuvers in the office, noise was reproduced. The lead and device remain in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article:"single channel ICD noise without loss of conductor circuit integrity." Pace pacing clin. Electrophysiol. May 1 2012;35(5):616-620.